Event description:
A maestro drill with handswitch was sent for eval because a leak was noted in the hose. This was noted during a routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is on going; add'l info will be submitted once the quality investigation is completed.